Event description:
The hospital reported that during a coronary artery bypass graft surgery, two seals did not fully deploy out of the delivery tube. Based on the reported complaint information, the seals were not deployed per IFU instruction. The surgeon used a replacement unit to complete the procedure. No patient complications were reported.